Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the right ventricular (rv) lead exhibited over-sensed noise that is reproducible with isometrics and resulted in pacing inhibition. Programming interventions were made. The patient was in stable condition.